Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a native bicuspid valve with severe aortic insufficiency without calcium, the valve was positioned deep at 8 mm. Upon release, the valve moved to a depth of 14 mm. Severe paravalvular leak (pvl) was noted. A snare was used to hold one frame loop while a second transcatheter bioprosthetic valve was advanced across the annuls and implanted. The second valve was implanted at a depth of 6mm resolving the pvl. No adverse patient effects were reported

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. In this case, most likely was due to patient anatomy as patient had a native bicuspid valve without calcification. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, most likely was due to sub optimal position (as the valve ended up at 14mm) and patient anatomy, as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.